Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.

Event description:
It was reported the customer was experiencing high blood glucose. The customer stated their blood glucose rose to 598 mg/dl. It was also reported the customer was frequently urinating due to their high blood glucose. Customer also stated they did not receive a no delivery alarm to warn of them of an issue. The customer also stated their cannula was straight when they removed it from their body. Customer declined to troubleshoot for their insulin pump. No additional information provided.